Event description:
Affiliated reported that after opening the box, the nurse realized that the sterile packaging was not sealed at the bottom side. Three of six products did show this type of failure. Nurse checked all other products in the hosp stock, which were ok.

Manufacturer narrative:
Codman has rec'd these devices for evaluation. It is apparent that 3 unsealed units had been placed in a box inadvertently. This is a highly unusual and isolated case, which appears to be due to human error. Upon completion of the investigation a follow up report will be filed.